Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be repeated. The pump was found to be displaying "1230" error code but no alarm for no cartilage messages during the investigation. Visually inspected the pump's event history logs and showed "no disposable" alarm messages after pump started. The "alarm no cartilage and error 1230" issues were caused by faulty downstream sensor and corrupted software applications. Service recommended downstream sensor to be replaced and reinstalled software applications. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "no cartridge" and "error 1230". No adverse effects reported.